Event description:
It was reported that a constant "syringe not in place" alarm was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the top and bottom cases were in excellent condition. No visible contamination or damage. The pump event history showed a syringe plunger not in place alarm in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process, syringe test and using biomed diagnostics monitor syringe plunger sensor. Intermittent "syringe plunger not in place" found during syringe test. Plunger cable was noted as the cause of the reported issue. The root cause of the reported issue was due to normal wear. The technician replaced the plunger cable. Performed calibration on the pump and passed all the functional tests.